Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature issue with the pump. Reportedly there was no damage to the casing and there was no evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found unusual voltage fluctuations on the event date. The pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no overheating components or evidence of moisture intrusion was found. The reported temperature issue was verified in the black box but not duplicate in the investigation. Unrelated to the temperature issue, the battery compartment was found to have cracked at the case seal.